Event description:
It was reported that the programmer needed the wireless and wired telemetry repaired. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No issues found when the programmer was checked with a known good rf (radio frequency) telemetry head. It is noted that no rf head was returned with the programmer.